Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of the neuron max 6f 088 long sheath (neuron max) had a hole in the side upon removal from the packaging. Also, the nurses contaminated the neuron max with the blood of the patient. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.